Event description:
The article "two-year clinical outcomes of staged transcatheter mitral edge-to-edge repair after transcatheter aortic valve replacement" was reviewed. The article presented a retrospective single center study, to evaluate the clinical outcomes of staged teer for residual significant mr post-transcatheter aortic valve replacement (tavr). Device mentioned include mitraclip. The article concluded staged teer post-tavr was associated with reduced mr and improved clinical outcomes. The clinical significance of mr post-tavr should be carefully evaluated, and teer should be considered for patients with significant residual mr, particularly those with degenerative mr. In patients who underwent tavr. [The primary author and corresponding author was mamoo nakamura at (B)(6) medical center, the time frame of the study was april 2016 to november 2020. A total of 1763 patients were included in this study, of which 314 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4), unk mitraclip peri- and post-procedural complications included a death, additional mitraclip procedure, prolonged hospitalization, single leaflet device attachment (slda), major bleeding, major vascular complications, stroke, pulmonary thromboembolism, acute kidney injury, atrial fibrillation, heart failure

Manufacturer narrative:
The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information attachment: article titled ¿two-year clinical outcomes of staged transcatheter mitral edge-to-edge repair after transcatheter aortic valve replacement".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported slda, death, heart failure, stroke, pulmonary embolism, bleeding, renal failure, and atrial fibrillation were unable to be determined. The reported patient effects of cerebrovascular accident, death, hemorrhage, renal failure, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling literature attachment: article title: two-year clinical outcomes of staged transcatheter mitral edge-to-edge repair after transcatheter aortic valve replacement.